Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. Additionally, customer experienced a trace ketone level, and nausea. Bg was addressed via a correction bolus, and a manual injection of insulin. The customer changed the infusion set and cartridge 3 times to resolve the issue prior to the report with tandem technical support, therefore, a cause for the reported issue could not be determined.